Manufacturer narrative:
(B)(4). Medical product: vngd cr lip tib brg 12x79/83mm catalog #: 183562 lot #: unknown. Biomet cc I-beam tray 79mm catalog #: 141225 lot #: unknown. Biomet arcom 3 peg/post size 31 catalog #: unknown lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06219 . Product location unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient underwent a manipulation procedure due to unknown reason.